Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, serial# (B)(4), implanted: (B)(6) 1995, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient¿s medical history included a massive spinal tumor for which they had surgery 3 times prior to the pump and major surgeries unrelated to the pump, tethered spine spina bifida and an ostomy in 2015. The patient reported that around 1998 or 1997 they were diagnosed with arachnoiditis. Per the patient the pump had been placed in an unusual place, close to her naval, under the ribs. The patient further stated that their original physician thought she would need an ostomy on the other side (low/left side). The patient also stated that their pump was replaced due normal battery depletion. No further complications were reported.